Event description:
The customer contacted baxter's technical service center regarding an alarm, which occurred on the homechoice (hc) during use, during prime. The home patient (hp) stated that she had changed the cassette but not the bags. The baxter technical service representative (tsr) advised the hp to start over with all new supplies. The hp would start over with new supplies and the hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the nurse on (B)(4) 2012 and she said she was not aware of the patient having this issue. She said as far as she knew, the patient has been completing therapy successfully. She would follow up with the patient regarding this incident. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed. The problem of use error, re-use of single use product was confirmed, based on the patient's report. However, the root cause could not be determined as it is uncertain why the patient re-used single use product. The label review found the labeling adequate for the prevention of the use error in this complaint.